Event description:
As reported via the edwards clinical specialist, 8 hours s/p transfemoral transcatheter aortic valve replacement (tavr) procedure, post deployment of a second edwards sapien valve, the patient expired. This patient experienced a series of adverse events intra-opratively, including valve embolization, severe paravalvular leak, ventricular tachycardia, hypotension, iliac artery perforation, and severe blood loss.

Manufacturer narrative:
The exact cause of the death of the patient is not available. Investigation is in process

Manufacturer narrative:
It was reported that during a transfemoral transcatheter aortic valve replacement (tavr) procedure, 8 hours post deployment of a second edwards sapien valve, the patient expired. This patient experienced a series of adverse events intra-operatively, including valve embolization, severe paravalvular leak, ventricular tachycardia, hypotension, iliac artery perforation, and severe blood loss. Per the patient's death certificate the patient expired from aortic stenosis. However, there was no report of sapien valve dysfunction and the second edwards sapien valve was noted to be functioning properly post deployment. It appears that the death of the patient was related to the patient's underlying cardiac disease condition, which includes a history of severe aortic stenosis. Additionally the patient had a complicated tavr procedure, and in combination with the patient's advanced aged and underlying cardiac disease, may have caused or contributed to the event. Since there is no allegation of device malfunction, labeling issues, and no additional patient medical records, no further investigational activities can be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective or preventive actions are required. Should additional information be received, this case will be investigated.